Event description:
Complainant alleged that while attempting to treat a pt, the device's pacer output resets to zero. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a damaged knob that wasn't seated properly.